Manufacturer narrative:
During a bronchoscopy procedure assisted by the noah galaxy system, the patient experienced a pneumothorax. A chest tube was inserted as an intervention. A device malfunction related to difficulty locating the lesion was reported during the procedure. However, this malfunction did not cause or contribute to the event. An initial investigation by an engineer determined that the lesion was not visible on the CT scan itself, which explains why it was difficult to visualize using tomo. Additionally, the physician does not attribute the pneumothorax to the use of the galaxy device. Upon review of the procedural log and video by a clinical engineer, it was observed that the biopsy tool was advanced too far, which may have contributed to the occurrence of the injury. This case is being reported to document the occurrence of pneumothorax during the procedure.

Event description:
During a galaxy-assisted bronchoscopy, the patient experienced a pneumothorax. In response, a chest tube was placed, and the patient was discharged the same day following its removal. The physician reported difficulty locating the lesion during the procedure, initially suspected to be a device malfunction. However, preliminary investigation by the engineer revealed that the lesion was not visible on the CT scan itself, which accounts for its absence on tomo. However, this issue did not cause or contribute to the pneumothorax. The physician does not attribute the injury to the use of the noah medical device.